Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Investigation summary: product was not returned. The device history review revealed no complaint related anomalies or non-conformance. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable

Event description:
It was reported that the patient underwent revision of a 1 plate, 4 cortex screw. 4 variable angle locking compression screw and 1 metaphyseal screw on (B)(6) 2017 due to right tibial infection. The plate and screws were originally implanted on an unknown date. The devices were removed intact and an antibiotic nail was implanted. The surgery was successfully completed with no delay. The patient outcome was reported as fine. The patient may be scheduled for additional surgeries as part of a staged re-implantation. This complaint is for ten (10) devices. (B)(4).